Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the  patient attempted to recharge their neurostimulator, but their recharger would not pair with their ins. When patient attempted to connect, agent heard two tones falling and repeating. Agent guided patient through performing a hard reset of the recharger. The troubleshooting steps that were taken on the call resolved the issue. Patient successfully began a charging session.  The  patient encountered a por message when they attempted to put their implant into MRI mode. Agent reviewed message meaning with patient, patient stated that their implant was currently at 80%. Patient services walked patient through how to connect to their implant and activate MRI mode. Patient successfully activated MRI mode. Agent reviewed MRI procedures with patient. Agent suggested that patient charged their ins before their MRI successfully began a charging session.